Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of a pump stop was confirmed through the analysis of the submitted log file, a specific cause for the reported pump stop events could not be conclusively determined. Based on past experience with the hmii lvas and similar reported events, the pump stops could be indicative of driveline damage. However, a full examination of the hmii lvas, serial number (B)(4), could not be conducted because the patient remains ongoing on vad support. The account reported that the patient had a short to shield. The patient had been having no external power alarms, low voltage and low speed advisory alarms while on an ungrounded cable. It was reported that, as of (B)(6) 2019 , the patient was hemodynamically stable and no active alarms were shown on their system controller. The first submitted system controller log file captured normal pump function until (B)(6) 2019 at 09:23 pm when the pump speed dropped below the low speed limit, resulting in a pump stop while the patient was supported by the power module. The pump resumed operation at its set speed following this pump stop event and remained above the low speed limit for the remainder of the log file (until (B)(6) 2019). Based on previous complaint experience, the captured speed drops and pump stop appeared to be consistent with a potential driveline wire compromise. Also of note, several atypical power cable disconnect alarms were captured on (B)(6) 2019 . These atypical power cable disconnect alarms were reported in MFR# 2916596-2019-04279. In addition, a no external power alarm and a backup battery fault alarms were captured on (B)(6) 2019. The no external power alarm and the backup battery fault alarm were reported in MFR# 2916596-2019-04279. The second submitted system controller log file (log file (B)(4)) captured normal pump function until (B)(6) 2019 at 09:34 am when the pump speed dropped below the low speed limit and struggled to maintain its set speed, resulting in several pump stops while the patient was supported by the power module. Additional low speed and pump stop events were captured on (B)(6) 2019 . Based on previous complaint experience, the captured speed drops and pump stop appeared to be consistent with a potential driveline wire compromise. Also of note, a replace controller alarm that was accompanied by a yellow wrench advisory and a lcd fault was captured on (B)(6) 2019 at 09:32 pm. This replace controller alarm, along with the yellow wrench advisory and lcd fault were reported in MFR# 2916596-2019-04279. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section outlines indications of driveline damage, as well as how to respond to such events. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the patient had a low voltage advisory while attached the the mpu and backup battery fault. Log file analysis confirmed pump stoppage events on (B)(6). That occured while the patient was connected to the power module. Log file analysis noted lcd faults that self-corrected. No further information was provided.

Manufacturer narrative:
The reported no external power event is covered under MFR: 2916596-2019-04279. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced no external power, low speed and low voltage while using a ungrounded cable. Log file analysis noted a pump stoppage events while the patient was tethered to the power module. The account reported the pump stoppage events could be due to a phase to phase short. No further information was reported.